Manufacturer narrative:
(B)(4).

Event description:
Lead reported as having rv pacing threshold above limit. Patient was recently implanted (B)(6) 2017. Office will be bringing patient in to evaluate further. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re opened should additional data become available.